Event description:
In 2009, the lay user/pt contacted lifescan alleging the one touch ultra meter read inaccurately high. The medical affairs specialist was not able to contact the pt to obtain/clarify information. The pt reported a result of 364 mg/dl two days prior, at 7:30pm. At that time, he took 4 units of levemir insulin. It is unknown whether the pt took this dose based on a sliding scale. At 11 pm the same day, the emergency services had arrived and found the pt passed out. They tested the pt's blood sugar on their meter and obtained a result of 57 mg/dl. It is unknown who called emergency services. Emergency services gave the pt IV glucose to treat his symptoms. It would be helpful to known the pt's medication regimen and details relating to the visit from emergency services such as how long it took for the IV glucose to take effect, how long they stayed, and what, if any, advice the pt was given regarding her diabetes. It was determined during the troubleshooting telephone call, the pt's testing technique was correct. The puncture area was cleaned correctly. The meter was set to the correct unit of measure at the time of testing. The result was verified in the meter memory. The complaint is being reported because the pt alleged he obtained an inaccurately high reding, took insulin, and later felt symptoms indicative of severe hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.